Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure of a leadless implantable pulse generator (ipg), the patient experienced a possible perforation, and pericardial effusion leading to a tamponade. The patient is deceased.